Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) list in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(6) 2011. The data presented is from three different product applications.

Event description:
Per the end user, the skin beneath the wafer, mass and tape is red. Changes every 1 to 7 days. No further info is available.